Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of deep vein thrombosis was scheduled for placement of an inferior vena cava (ivc) filter prior to placement of a gastric band. The right femoral vein was accessed and an inferior venacavogram demonstrated the size of the cava and location of the renal veins. The filter was then deployed in the infrarenal ivc without incident. The patient tolerated the procedure without difficulty. Approximately ten days post filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and a venogram demonstrated a long thrombus extending from the tip of the filter for approximately 5 cm. A partial suction thrombectomy was performed; however, significant residual thrombus still remained. The decision was made to not retrieve the filter and start the patient on anticoagulation. Approximately five months post filter deployment, after two unsuccessful retrieval attempts, the patient was scheduled for retrieval of the filter . The right jugular vein was accessed and a venacavogram demonstrated normal appearance of the cava and no evidence of thrombus. The filter appeared to be tilted somewhat to the right posterior aspect of the cava with no evidence of thrombus within the filter. Following this, multiple attempts to retrieve the filter using a cone retrieval device were unsuccessful. A lateral venogram demonstrated the tip of the filter to be adhered to the posterior wall of the cava. Due to this, exchange was made for an 11 french sheath and a hook catheter and wire were placed through the filter. The wire was snared using a gooseneck snare through the filter and the tip of the filter was dislodged from the caval wall and pulled into the sheath. Follow up venogram demonstrated the cava to be normal with no evidence of contrast extravasation or other abnormality. The sheath was removed and hemostasis was achieved. The patient was in stable condition at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five months post filter deployment, after two unsuccessful retrieval attempts, the patient was scheduled for retrieval of the filter. A venacavogram demonstrated normal appearance of the cava and no evidence of thrombus. The filter appeared to be tilted somewhat to the right posterior aspect of the cava with no evidence of thrombus within the filter. Following this, multiple attempts to retrieve the filter using a cone retrieval device were unsuccessful. A lateral venogram demonstrated the tip of the filter to be adhered to the posterior wall of the cava. Due to this, exchange was made for an 11 french sheath and a hook catheter and wire were placed through the filter. The wire was snared using a gooseneck snare through the filter and the tip of the filter was dislodged from the caval wall and pulled into the sheath. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter and difficulties removing the filter. The investigation is inconclusive for the alleged perforation of the ivc wall. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. The instructions for use (IFU) states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. - only use the recovery cone® removal system to remove the g2 filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient with a history of dvt had a vena cava filter successfully deployed prior to a bariatric procedure. At some time post filter deployment, filter limbs were extending beyond the confines of the caval wall and the patient experienced back pain. Approximately ten days post filter deployment, the patient was scheduled for retrieval of the filter, however, thrombus was identified above and below the filter. A thrombectomy was performed and the decision was made to leave the filter in place. Approximately five months post filter deployment, after an unsuccessful retrieval attempt, the patient was scheduled for retrieval of the filter. The filter was identified to be tilted with the apex embedded in the caval wall and was successfully retrieved with difficulty.

Event description:
It was reported that the patient with a history of dvt had a vena cava filter successfully deployed prior to a bariatric procedure. At some time post filter deployment, filter limbs were extending beyond the confines of the caval wall and the patient experienced back pain. Approximately ten days post filter deployment, the patient was scheduled for retrieval of the filter, however, thrombus was identified above and below the filter. A thrombectomy was performed and the decision was made to leave the filter in place. Approximately five months post filter deployment, after an unsuccessful retrieval attempt, the patient was scheduled for retrieval of the filter. The filter was identified to be tilted with the apex embedded in the caval wall and was successfully retrieved with difficulty. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one-week later post filter deployment, the filter was attempted for retrieval, as the filter was no longer needed. Using ultrasound guidance, a 4-french micropuncture set was used to gain access into the right internal jugular vein. The micropuncture set was exchanged over the wire for a 10-french sheath. A pigtail catheter was then advanced below the filter and used to perform a venogram. A standard anteroposterior venogram showed a long thrombus extending from the tip of the filter for approximately 5 cm. The filter was well below the inflow of bilateral renal veins. Due to the significant size of the thrombus suction thrombectomy was attempted. Suction thrombectomy was carried through the 10-french sheath which was placed near the tip of the filter. A control angiogram was performed, and this still showed significant residual thrombus measuring approximately 4 cm in length. The entire clot burden was not able to be removed with suction thrombectomy and because of the fear of embolizing and causing a massive pulmonary embolus, the filter was not removed. All catheters were withdrawn, and direct pressure was held over the puncture site until adequate hemostasis was achieved. After four months, inferior vena cava filter was retrieved for the patient with thrombus above and below the filter and two prior attempts at filter retrieval which were unsuccessful. The right jugular vein was accessed under continuous ultrasound guidance. Following this, a bard retrieval sheath was then inserted over a bentson wire into the lower portion of the vena cava. Following this, a venacavogram was performed demonstrating a normal appearance of the cava and no evidence of thrombus. The filter appeared to be tilted somewhat to the right posterior aspect of the cava with no evidence of thrombus within the filter. Following this, the filter retrieval cone was then placed down into the inferior vena cava and an attempt was made to pull the filter into the retrieval sheath. Multiple attempts were made which were unsuccessful. Finally, a lateral venogram was performed demonstrating the tip of the filter to be adhered to the posterior wall of the cava. Due to this, the filter recovery cone was exchanged for an 11 french sheath which was placed into the inferior vena cava. A hook catheter and bentson wire were then placed through the filter and the wire was snared using a gooseneck snare again, through the filter. This allowed to have through -and -through wire control of the filter. Following this, the tip of the filter was dislodged from the caval wall and ultimately pulled into the sheath. Follow up venogram demonstrated the cava to be normal with no evidence of contrast extravasation or other abnormality. Following this, the sheath was withdrawn from the neck and pressure was held until hemostasis was achieved. The patient was transferred to recovery in stable condition.therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. However, the investigation is inconclusive for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b7, d10, g3 h11: g1, h6(device, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.